Manufacturer narrative:
The meter was requested for investigation. Replacement product was sent. The investigation is ongoing. Initial reporter occupation is patient/consumer.

Event description:
We received an allegation of a coaguchek xs meter display issue. It was reported that the meter did not power on. The patient removed the batteries and noticed there was "corrosion in the battery well." The patient cleaned the corrosion and the batteries were reinserted. The patient attempted to reset the time and date on the meter, but the patient "could not get the day to go past 12." Also, the on/off button was not responding when pressed. The patient performed a test and "thinks she had a result of 1.6 inr." The patient stated the "result was too faint to read it" and "could only guess that the result was 1.6 inr" when the meter was tilted on its side. The patient performed a display check and confirmed there were no missing segments in the results field.

Manufacturer narrative:
The patient's meter was returned for investigation. The investigation could not turn on the meter. The device data and fault memory could not be read. The investigation performed a visual examination of the meter. The investigation found the battery contacts and the circuit board were contaminated by liquid, which penetrated and corroded solder contacts. To ensure that the coaguchek xs meter functions correctly, product labeling states "use the meter at a relative humidity of less than 85%, without condensation." Also, "if you store the meter for a period of time, remove the batteries." For cleaning/disinfecting the meter, product labeling states "it is important to follow the procedures below to clean and disinfect the meter. Failure to follow these procedures may cause malfunction of the meter. Do not use sprays of any sort. Ensure that swab or cloth is only damp, not wet." Also, "wipe away residual moisture and fluids after cleaning the housing." The investigation determined the event was consistent with a user error.